Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming with error code 46876. The battery door was opened or closed and pump powered back on. Another alarm "remove and reattach the cassette", occurred. The cassette was locked into place. They were unable to retrieve the settings on the pump due to an alarm. The reservoir volume in the upper left-hand corner of the screen reads 0ml. The error alarm erased the settings. The pump was powered off and the tubing was clamped. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. There was no patient injury reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.